Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleak is a known risk of the procedure.

Event description:
Patient presented with aortic neck measuring 22-26-20mm over 20mm of length; had implant of a 28-16-140bl bifurcated device. There was a proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.